Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of the jka antigen. Satisfactory results were observed. The untreated heterozygous jka cells of lot 8rc178 reacted 4+ with anti-jka.

Event description:
A customer reported that a patient's known anti-jka did not react with the untreated heterozygous jka positive cells of 0.8% resolve panel c lot 8rc178. The ficin treated cells were not tested with the patient sample. (B)(4).